Manufacturer narrative:
The insulin pump power up properly after the battery was installed. It was also received with operating currents within specifications; no failed battery test alarm was noted. The device also passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime during prime test due to faulty fsr. The motor was tested outside the device and it passed. The device also was received with cracked reservoir tube, broken battery tube threads, and minor scratches on lcd window.

Event description:
The customer reported via phone call, the insulin pump was alarming motor error. Customer's blood glucose was 220 mg/dl. During troubleshooting for the motor error, the customer was clearing the alarm and the device alarmed failed battery test. At the time of the failed battery test alarm the customer's blood glucose was 80 mg/dl, troubleshooting was performed as the alarmed cleared one the customer replaced the battery when troubleshooting was performed for the motor error alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be returned for further analysis, customer agreed.